Event description:
It was reported that the patient's nurse called to review some ventricular heart rate episodes on the patient's care link. Short intervals were seen upon review of care link. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.